Manufacturer narrative:
Evaluation summary: the stent was returned off the sds and was severely bunched and deformed with a section of the snare device attached. There were crimp/bake impressions evident along the balloon working length. (B)(4). Evaluation, results: (highly calcified, 60% stenotic lesion); (stent dislodged when withdrawing device back into guide catheter); (force applied during the attempted delivery of device); (failure to deliver the stent and stent embolism). Conclusion: (highly calcified, 60% stenotic lesion); (stent dislodged when withdrawing device back into guide catheter); (force applied during the attempted delivery of device).

Event description:
An attempt was made to deliver an endeavor sprint 2.5mm diameter x 18mm length rapid exchange (rx) drug eluting stent to a lesion in the mid lcx. The lesion exhibited high calcification, moderate tortuousity and was 60% stenotic after ballooning. Although the lesion had been pre-dilated, the stent could not cross the lesion and force was applied during the delivery. The stent dislodged from the stent delivery system (sds) when withdrawing the sds back into the guide catheter. The dislodged stent was snared and removed from the pt. The lesion was again ballooned and stented. No additional clinical sequelae were reported.